Event description:
The following information was received from (B)(4) and is a spontaneous report from a doctor in (B)(6) via a baxter sales representative. On (B)(6) 2012, the patient found the leakage on the tubing beside the y connection during pd therapy with dianeal pd4, (B)(4),twin bag for the indication of uremia. The patient stopped the drug immediately. On (B)(6) 2012, it was found that the peritoneal effluent was turbid. On (B)(6) 2012, the patient was hospitalized and diagnosed with peritonitis. According to the doctor, the peritonitis was suspected with the contaminant of the leakage. Antibiotics as remedial medication (detailed unknown) were administered to the patient. The patient has a single room for pd therapy at home and he has never experienced peritonitis before. On (B)(6) 2012, the patient was recovered from peritonitis and discharged from hospital and now he continues pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is determined